Manufacturer narrative:
D6a. If implanted, give date the implant date is known only as "10 years earlier". Therefore, 01feb2013 is being used to calculate the minimum implant duration. Additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. Article citation: mezier, a., combaret, n., innorta, a., d'ostrevy, n., saint etienne, c., souteyrand, g. (2025). Snare catheter technique in complex transcatheter aortic valve implantation procedures. Archives of cardiovascular disease. Https://doi.org/10.1016/j.acvd.2025.08.009. The device was not returned to edwards for evaluation as it remains implanted. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the article received from france "snare catheter technique in complex transcatheter aortic valve implantation procedures", corresponding author/s dr. Anthony mezier et al., the following event was found to be pertaining to an edwards device: a 76 year old patient with a valve model 3300tfx23mm implanted in aortic position underwent a valve-in-valve intervention after an implant duration of ten (10) years due to degeneration leading to severe aortic stenosis (aortic valve area (ava) 0.7cm2 and aortic valve mean gradient (avmg) 49mmhg). A 26mm non-edwards transcatheter valve was successfully implanted within the edwards surgical valve. The procedure ended with excellent outcome.